Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years eight months post filter deployment, patient had a history of abdominal pain as well as the recurrent pulmonary emboli with a computerized tomography venogram of the abdomen and pelvis. Patient was diagnosed with tilting of the filter with displacement of the filter struts in one area to 11 mm apart, explaining the possibility of passing pulmonary emboli through the filter from the lower extremities where the patient still has deep vein thrombosis. Subsequently few days later, removal attempt was made. During the procedure, it was discovered that there was a nonocclusive thrombus in the inferior vena cava, extending from mid-filter proximally above the filter. The tip of the filter as well as most of the struts were incorporated into the thrombus, making it impossible to remove the filter without causing significant embolization. Therefore, decision was made to place a suprarenal filter to prevent any further emboli. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device was removed percutaneously after two attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with thrombus above the filter and pulmonary embolism post implant; however, the current status of the patient is unknown.